Event description:
After the catheter was placed, the needle tip separated and remained in the catheter. Upon discontinuing the use of the chest tube, it was noted that the sharp end of the needle was within the catheter. At that point the physician removed the entire catheter. Upon withdrawing the catheter the needle tip remained in the catheter. There was not any patient injury.